Manufacturer narrative:
(B)(4). A visual inspection showed tissue in-between the jaws and the jaws were stuck shut. The knife was protruding from the jaws and the jaws had to be pried open. The knife webbing was bent. This failure mode has been duplicated in engineering evals by clamping on large, rigid tissue. A device history review has been completed. No entries pertinent to the customer's report were noted. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp implemented a jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique.

Event description:
The customer reported that during a vaginal hysterectomy, the device knife came out of the track and was trapped within the jaws. There was no pt injury. When the device was returned to covidien for eval, it was found that the knife blade was exposed.